Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the shaft had been fractured and separated, with subsequent fracture of the microcables; the corewire remained intact and had been exposed. It was noted that the corewire and shaft had been kinked at the location of the fracture. The combined length of the two shaft sections is consistent with no missing material from the guidewire assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, when relocating the device to the second artery, the device was broken. The device was pulled out and fluoroscopy was used to verify all pieces were removed. A second guidewire was used to complete the procedure with no adverse patient consequences.